Event description:
Reporter alleged the pt was unresponsive and received a discrepant blood glucose result of 185 mg/dl on the facility's advantage system compared back to back with a result of "lo" mg/dl on the paramedic's system when testing was performed within 10 mins. Reporter indicated that the pt was treated with glucose. Reporter also stated that the pt had taken an insulin shot without eating prior to becoming unresponsive. No other actions were reported taken or treatment received. A request was made for the return of the affected product.